Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a repair of anterior vaginal wall and cystoscopy due to stress urinary incontinence, cystocele and rectocele. Following insertion, the patient experienced pain, urinary leakage and urgency.(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of transobturator sling mesh (subtotal) and cystoscopy on (B)(6) 2013 by dr. (B)(6) due to status post transobturator sling placed at the veterans administration more than a year ago, urinary retention requiring a catheter, urinary tract infections and genitalia pain.

Event description:
Details: it was reported that the patient underwent excision of transobturator sling mesh (subtotal) and cystoscopy on (B)(6) 2013 by dr. (B)(6) due to status post transobturator sling placed at the veterans administration more than a year ago, urinary retention requiring a catheter, urinary tract infections and genitalia pain.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.